Event description:
The hospital reported the connection where the active cord and the loop connect at the handle arced, burned and melted the active cord during procedure. The procedure was completed with the use of another device. There was no allegation of harm.